Manufacturer narrative:
Continuation of d10: product ID: wr9220, lot#serial#: (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient's external device. It was reported that the patient couldn't charge their implantable neurostimulator (ins). The dock was plugged in and the light on the dock lit up. The recharger was fully charged. The recharger was off the dock and the three battery lights had stayed on since it was taken off the dock. The rep did not have the patient attempt to reset the recharger. The rep was not with the patient. Troubleshooting considerations were reviewed with the rep. The caller would follow-up with the patient. Additional information was received from the patient later in the day. The patient repeated a continuation of the event previously reported in this case. The patient stated they recharged their recharger and it recharged good, but they were unable to connect their recharger to their implant to charge. The patient also reported the recharger would not connect to the handset the other day. The patient stated the recharger light was pulsing on the call and stated the recharger was on a table, not on the implant. The patient reported they could not turn the recharger off for two days. The patient confirmed they were able to power off the recharger on the call and stated the recharger flashed a "color" (patient did not clarify this). The patient reported getting 'recharger not found' on the call when attempting to connect the recharger with the recharging app. The patient reported the recharger would not power back on once powered off. The patient attempted to reset the recharger on the call but stated the recharger would not reset. The issue was not resolved through troubleshooting.